Manufacturer narrative:
Technician found that the head of the bed would not stay in up position due to bad solenoid valve. Replaced the solenoid valve to resolve this issue.

Event description:
Bed found in the hallway without a report given as to what was wrong with the unit. No injury alleged.